Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller was internally shorted. The cause of the resets is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component.